Manufacturer narrative:
The ge service rep conducted an onsite investigation. The motor control board, the cables, and the connectors were checked. The service rep ordered parts. No further service info was provided.

Event description:
The customer reported that the system lost motorized motion. No pt injury was reported.